Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced asystole and that a chest x-ray revealed a right pneumothorax.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following the leadless implantable pulse generator (ipg) implant, the patient was diagnosed with a retroperitoneal bleed on the right side. The pre-discharge device check the following morning was clinically normal, however, following the check, a code blue was called. During the code, it was noted that a loss of capture occurred. The output was adjusted and capture was re-established. The patient subsequently expired during the resuscitation attempt. The patient was enrolled in the (B)(6) study.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was noted increased swelling and ecchymosis in the patient's left thigh. In addition, the retroperitoneal bleed was related to the introducer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.